Manufacturer narrative:
Refer to regulatory report #3004209178-2017-10233. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. References the main component of the system and other applicable components are: product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0421479v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0424776v, implanted: (B)(6) 2004, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and epidural fibrosis. The patient reported that she had an injs about 10 years ago, but it failed due to kinked leads from scar tissue her body produced. The patient reported that she had been living with chronic pain and existing on pain medications which she deplored. The patient reported that she would like to have a chance at a few years of living with her pain controlled. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator that failed due to kinked leads was the one that was implanted on (B)(6) 2004. Nothing changed to lead to the kinked leads; the patient was told it was due to scar tissue.